Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1vtg4, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that about a week after placement of the device, the patient began feeling painful stimulation in their right toe and stated it felt like electricity. They were reprogrammed on (B)(6) 2019. The lead was explanted and replaced on (B)(6) 2019. The entire system was explanted and not replaced on (B)(6) 2019. The event was related to the device or therapy, possibly related to the implant procedure, and due to programing. The event was resolved without sequelae on (B)(6) 2019. No further patient complications were reported as a result of this event.